Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, radiculopathy and spinal pain. The patient reported that she was having problems with her device and wanted to know what device she had so she could ask for it to be removed. The patient reported that she was having her pain stimulator removed. The patient reported that she experienced nothing but problems, her body rejected it. The patient reported that she experienced inflammation in the middle of her back all the way in the abdomen. The patient reported that it had to be pushed to another location because of the inflammation. The patient reported that it was also hard to charge. No further complications were reported.